Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an maxillary osteotomy with a mandibular split osteotomy surgery, it was observed that the reciprocating saw attachment device was not working. There was no delay to the surgical procedure. It was reported that a spare device was not available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device returned date: the device returned date was documented as dec 14, 2015 in the initial report. The device returned date has been updated as jan 13, 2016 to reflect the correct information. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that when the device would not reciprocate and frozen. It was noted the internal components were severely corroded and the bevel wheel was broken in pieces. The assignable root cause was due to component damage caused by improper cleaning/care and immersion if additional information should become available, a supplemental medwatch report will be sent accordingly.